Event description:
The customer reported a chemo and/or study drug gemcitabine infusion was programmed at 659 ml/hr with vtbi 329.7 ml and the infusion ran longer than expected. The device alarmed volume complete the 30 mls remained in the IV bag. The programmed infusion setting were verified at the start of the infusion and re-verified at the end of the infusion. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.